Manufacturer narrative:
Immediately following notification, stimwave quality and the clinical specialist reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) freedom-8a receiver stimulator (fr8a-rcv-a0) and one (1) spare lead (fr8a-spr-b0) were implanted at the t8-t9 vertebral level. The clinical specialist confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the clinical specialist maintained contact with the patient following implant. On (B)(6) 2019, the patient visited the implanting clinician's office for routine follow up. The implanting clinician noticed the patient had a skin infection and decided to explant one of the devices prophylactically. The patient was placed on antibiotics (dosage and duration unknown). The patient reported to be getting therapy from the remaining implanted device. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for either lot, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Infection is a known adverse event for peripheral nerve stimulation and the stimq pns system and is detailed in stimwave's risk management file as well as applicable instruction for use and patient-facing labeling. Stimwave's global infection rate is <0.5%. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The stimwave product was not the source of the issue. The root cause of the issue is likely attributed to patient conditions. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in the stimwave risk management file. Stimwave was in constant contact with the territory manager from november 1, 2019, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. The source of the issue is attribute to patient conditions. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as the event resulted in a serious injury. This event was reported to the united states food and drug administration (FDA) on november 26, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from an infection reported to stimwave on november 1, 2019, by the clinical specialist.